Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a generator changeout and once the pocket was closed there was oversensing noted on the chronic right ventricular (rv) lead. A fracture of the rv lead was confirmed. The pocket was re-opened and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.